Event description:
Boston scientific crm received information that this right ventricular (rv) defibrillation lead exhibited high shock impedance >125 ohms. Impedance was 70-75 ohms at implant and has varied since. The device was programmed distal coil to can. Technical services (ts) discussed delivering a commanded 1.1 joule (j) shock and a maximum energy shock to test the integrity of the system. No adverse patient effects have been reported.

Manufacturer narrative:
Most recently, this lead was removed from service due to the same issue as reported previously. Troubleshooting was done prior to the revision procedure, but the cause of the rise in impedance could not be isolated and therefore this lead was removed from service. Final analysis could not confirm or deny the device characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available the event will be updated.